Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The livanova field service representative replaced two patient pumps and the issue was solved. Functional verification testing was completed without further issues and the unit was returned to service. Further information has not been provided. However, it is likely that a patient pump was blocked leading to the reported error outbreak. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on the patient side during maintenance. There was no patient involvement.